Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and dyspnea are listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 one 3.0x28 xience xpedition stent was implanted in the 80% stenosis distal right coronary artery. The patient was reportedly compliant with medication. The patient was re-admitted to the hospital with chest tightness and shortness of breath. No additional information was provided.